Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was informed that no further issues were noted after removing the instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. The customer reported that the instrument will not be returned. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the suction irrigation (si) instrument was broken in the cannula. The site informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they replaced the si instrument and the cannula to continue with the procedure; however, a message indicating the arm was not ready appeared when a new si instrument was installed. The tse suspected the issue with the presence pin on the universal surgical manipulator (usm) 1. The procedure was completed as planned. Isi followed up with the customer and obtained the following additional information: the si instrument was broken off. The fragment fell inside the patient, and it was removed from the patient during the same procedure. The si instrument was not stuck in the cannula. The si instrument will not be returned.